Manufacturer narrative:
Supplemental report was not able to be submitted on-time by boston scientific because of delayed acknowledgments from FDA for the initial report. An FDA system issue resulted in the delayed acknowledgements. This report will not be considered late, because it was the result of an FDA system issue. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular lead was surgically abandoned due to low shocking impedance measurements. No additional adverse patient effects were reported. The supplemental report is being submitted to correct the alert date.

Event description:
It was reported that this right ventricular lead was surgically abandoned due to low shocking impedance measurements. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.